Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339). Additional information: imdrf annex a, b, g codes and manufacturer narrative. Correction: other occupation. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Received a copy of the customer's medwatch report from FDA which states "health care provider set the carefusion alaris pc unit (pump) for one amount and registered for another." There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states "health care provider set the carefusion alaris pc unit (pump) for one amount and registered for another." There was no information on patient involvement.